Event description:
Information received indicates the foot end brake caster does not hold when in brake.

Manufacturer narrative:
The technician replaced both of the worn foot end casters to repair the stretcher.